Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that smell burning smell coming from station. A field service engineer (fse) found station not booting with burnt smell; identified auxiliary drawer 4 solenoid stuck and preventing startup. Removed bus cable to allow station to boot, confirmed full-height drawer 4 had no power. As previously diagnosed, replaced defective module controller board, drawer controller board, solenoid, and retractor band, restoring functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, station had burnt smell. However, there were no adverse events or injuries reported based on this event.